Event description:
A health authority received 38 reports of implanted intraocular lenses (iols) in 25 patients with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. These defects have created disabling glare effects. Thirteen of the patients are bilaterally implanted; twelve of the patient's are unilaterally implanted. This patient is bilaterally implanted. This report is for the left eye. No further information is expected. There are 38 reports associated with these events; this is the thirty first report.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis as the device remains implanted. Complaint history and product history records could not be reviewed because the lot number provided is for a different diopter lens. The serial number reported does not exist for this lot number. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. No further information is expected. (B)(4).